Event description:
Customer stated that no pt affected in any way. The right monitor is no longer displaying data. No specific procedure reported. System monitor (right) does not work/no image displayed.

Manufacturer narrative:
Gehc surgery field service engineer checked system to insure issue was with the monitor and not with the video input. Switched video cable from left to right monitor. Problem is with monitor, ordering monitor. Replaced system monitor, system is now working as intended.